Event description:
I have been using the librefreestyle 2 system to monitor my diabetes for over 6 months, the system has been great for monitoring bg levels when it works the problem I'm having is an unacceptable device failure rate at 50%. I have worked with the company (abbott), taken remedial training on the system, even had the system placed in my pcp's office and they continue to fail. A sensor reported to last 14 days repeatedly fails at 10 to 12 days requiring a new sensor to be placed. An example, this morning when I tested my monitor indicated I would need to change the sensor in 2 days. Three hours later the monitor indicated sensor failure replace sensor, this has occurred 6 times. Is this a design flaw, a quality control issue, or a tactic to increase sales? As a retired rn (50 years) I am concerned that this failure rate may negatively impact a patient. Thank you. Reference reports: mw5156901, mw5156902, mw5156903, mw5156904, mw5156905.